Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation of the steerable guide catheter (sgc), it was identified that the water level dropped from the hemostasis vale. A new sgc was selected, the procedure was completed successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.